Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, a spinal fusion was performed. The surgeon was not able to fix the cfs screw (unk) with the correction key. Furthermore, a metal fragment (in ring shape) came out of those devices. The cfs screw in question was replaced with a new one. Procedure was completed successfully with less than thirty(30) minute surgical delay. This report is for one (1) 5.5 exp verse di set scr. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 h3, h4, h6: a manufacturing record evaluation was performed for the finished device product code: 199721000s. Lot number: 307442. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: may 5, 2021. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the rod lock was fully threaded into the poly lock. After disassembling the set screw, it was noted that the threads of the rod lock were stripped. No evidence of breakage was observed. A photo was reviewed and no additional information was noted. No dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. A functional test was performed to fully assemble the set screw by threading the rod lock into the poly lock and it was successful. The complaint condition was not replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 5.5 exp verse di set scr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.